Event description:
During a laparoscopic salpingooopherectomy the surgeon closed the ez35w across the fallopian tube. When the surgeon attempted to fire the device it would not fire. A second ez35w was opened to complete the case. There was no consequence to the pt.